Event description:
It was reported that the patient was having difficulty charging the controller. Caller stated they have to hold the ac power supply just right in order to get a connection when trying to charge and if they let go it stops charging. Caller stated that they recently returned from a europe trip where they used a converter so they are not sure if that caused an issue. Caller stated they dropped the controller too so they were not sure if that did something. Caller confirmed that they have no issues when charging the implant. Agent walked caller through removing the battery pack and plugging controller into the acpower cord; confirmed controller powers on. Caller inserted the battery pack and confirmed there was no green flashing light above screen; controller is 70 percent and implant is 80 percent. Controller is not charging. Caller confirmed no physical damage on ac power cord/pins nor controller connector port pins. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back saying the controller still wouldn't charge from new ac power supply. Pt said they ended up putting in aa batteries and controller worked with those. Pt plugged controller in to new ac power without batteries during the call and confirmed screen turned on and pt didn't see any damage to controller battery compartment. Pss sent replacement battery pack request to repair. 2023-may-02 rtg0432587 interface update, rpl 383611 (con): additional information was received. Pt called back stating they got a new ac power supply and controller battery but that did not help with the issue forpt could not charge their controller. Additional information was received from the pt. Pt called back stating they had just replaced everything, but over the weekend they started getting persistent software problem messages on the controller. Pt said they had to take out the battery and put aa batteries in the controller but half the time it still wouldn't work. Pt said that the controller appeared back to normal at the moment, but when they tried unlocking the screen it began buzzing nonstop. Pt said they have never had this happen before, and the controller would not respond or stop buzzing. Pss had pt reset the controller; they confirmed the buzzing stopped but the controller would not power on. Pss had pt remove the battery and plug the controller into the ac power supply; the controller powered on and showed the ins had 80% charge. Pt inserted the battery pack and saw the battery was 100% and recharging. A replacement controller was requested.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller ((B)(6)) revealed rtm system connector broken and not available. Unit scrapped. Lcd broken/damaged and not available. Unit scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.